Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. There was a separation between the bifurcated graft and the proximal cuff. There was also a proximal type I endoleak noted. The aneurysm is currently 6 cm in diameter. The physician stated there was a coiled type 2 that might have caused the sac to grow and the grafts to then move. An endurant ii cuff was placed and the type iii endoleak resolved; however, the type I endoleak was still present. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).